Event description:
The report received from the (B)(4) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) target lesion during the study index procedure. A 7 mm. Angioguard embolic protection device was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient experienced a neurological event the same day as the index procedure. As reported, the patient experienced the events of: behavioral change, aphasia and dysarthria. No diagnosis was provided. The onset was gradual. The patient recovery was partial with minor residual. No intervention/emergency cea surgery was necessary. There was no reported: hemiparesis, hemineglect, or hemitaxia documented. The act was 189. The patient¿s baseline nih stroke scale score/stroke scale score was 0/0. The patient was discharged two days after the procedure. The patient¿s nih stroke scale score/stroke scale score was 4/4. The event was not related to a cordis device and was related to the procedure. The ostial rica target lesion was reported to be: a 90% stenosis, 40 mm. In length, absent of thrombus. 7 mm. Reference diameter, severely calcified, moderately tortuous, and ulcerated. The lesion was pre-dilated.

Manufacturer narrative:
As reported, the patient had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) target lesion during the study index procedure. A 7 mm. Angioguard embolic protection device was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There was no debris noted in the angioguard device after removal. The patient experienced a neurological event the same day as the index procedure characterized by: behavioral change, aphasia and dysarthria. A diagnosis of ¿other¿ was provided. The onset was gradual. The patient recovery was partial with minor residual. No intervention/emergency cea surgery was necessary. There was no reported: hemiparesis, hemineglect, or hemitaxia documented. The act was 189. The patient¿s baseline nih stroke scale score/stroke scale score was 0/0. The patient was discharged two days after the procedure. The patient¿s nih stroke scale score/stroke scale score was 4/4. The event was not related to a cordis device and was related to the procedure. The ostial rica target lesion was reported to be: a 90% stenosis, 40 mm. In length, absent of thrombus. 7 mm. Reference diameter, severely calcified, moderately tortuous, and ulcerated. The lesion was pre-dilated. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15894300 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication) and bilateral carotid stenosis. Neurological events and the resultant symptoms of behavioral change, aphasia and dysarthria are well-known potential adverse event associated with the carotid stent implantation procedure and are listed in the IFU as such. Neurological events are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15894300 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.